Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient experienced dizziness at home and was hospitalized for several days. The patient's underlying rhythm was in the 30s. Interrogation of the device revealed some non-capture and undersensing. Further testing of capture and sensing and a chest x-ray was recommended. No further patient complications were reported as a result of this event.